Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/30/2014 with the following findings: a review of the pump black box data revealed a cs 074-0004 call service alarm. The alarm was not duplicated during investigation. Unrelated to the complaint, the bolus button cover was observed to be missing. Corrosion due to moisture was found on the bolus button contact. A leak test was performed and confirmed a leak due to the missing bolus button. The pump case was removed and corrosion was found on the motor flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.